Event description:
On 4/15/2008 the pt reported that while he was sleeping his infusion tubing broke at the luer connection causing insulin to leak. He stated that he has experienced this issue several times with his current box of infusion sets (exact dates unk). The infusion tubing had been in use for 2.5 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.